Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via contralateral approach. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified right common iliac artery to external iliac artery. After a guidewire crossed the lesion, intravascular ultrasound was performed. A 8.0mmx20mmx135cm sterling balloon catheter was advanced for pre-dilatation. However, upon inflation at 8 atmospheres, the balloon ruptured. The device was replaced with a 8.0 x 40, 40cm mustang balloon catheter but it also ruptured during inflation at 10 atmospheres. Subsequently, three epic stents were implanted and post-dilatation was performed with a 8x60 sterling balloon catheter. The procedure was completed and no patient complications were reported.